Event description:
The customer reported the ventilator went vent inop and alarmed. There was no pt involvement, therefore no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the customer reported problem. The service technician replaced the sensor board, analog board and the oxygen flow sensor to correct the problem. The service technician performed extended self testing (est) which passed per operation specifications.